Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a change sensor alert, lost sensor signal, and noticed a repeated beeping from the pump, prompting insertion of a new sensor. The customer also noted that the keypad was unresponsive and received a prompt message regarding the basal rate. Additionally, the customer reported a loss of communication between the transmitter and the pump, and requested assistance with pump programming. The customer experinced site issue. The event involved product(s) mmt-7040a, mmt-1884, and mmt-7841zn. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was not performed for the site issues. Troubleshooting was not performed for the smartguard was unable to enter auto basal, keypad anomaly, and loss of communication. Troubleshooting was performed for the pump programming, and the customer was assisted with the requested programming. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, and mmt-7841zn.